Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: e1; g2; g3; h2; h6; h10. G2: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: unknown liner. Unknown biomoore head. Unknown biomoore stem. G2: australia. The customer has indicated that the product location is unknown and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip procedure on an unknown date for unknown reasons. Subsequently, the patient underwent a revision due to dislocation. During the revision, a fracture of the superolateral lip of the right acetabulum was noted, as well as an avulsion of the gluteus medius. The stem was retained, and all other component were revised. No additional information available for the reported event.